Manufacturer narrative:
(B)(4)

Event description:
It was reported when the patient presented to clinic for routine follow up, post paced t-wave oversensing was observed on the ventricular channel. A programming change was made. Oversensing was not reproducible. No adverse consequences were detected.